Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced an erosion in the area of a suture line. The patient was admitted for closure of the erosion on (B)(6) 2013. No further information available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced erosion in the area of a suture line, 1cm midline. The patient underwent a procedure for closure of the erosion via double layer closure on (B)(6) 2013 or (B)(6) 2013. The patient experienced pain during intercourse in (B)(6) 2013. On (B)(6) 2013, the erosion was reclosed, layered closure. The physician opined the patient being a smoker may have contributed to the erosion. Currently, the patient is fine. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.